Event description:
It was reported that the patient had a circular wound located directly at the ipg site and the cause was unknown. The patient was prescribed topical cream for the wound and was referred to a wound care clinic. Additional information was received that the patients wound has healed.

Event description:
It was reported that the patient had a circular wound located directly at the ipg site and the cause was unknown. The patient was prescribed topical cream for the wound and was referred to a wound care clinic.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.